Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. Noise, oversensing to noise and intermittent ventricular pacing was also noted. It was also noted that the patient experienced a heart rate of forty beats per minute although the lower rate of the implantable pulse generator (ipg) is set to sixty beats per minute. Additionally, it was reported that the right atrial (ra) lead was capped for unknown reasons. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had an accident and injured on was injured on their right side where pacemaker located and that the right atrial (ra) lead was fractured. It was further reported that the ipg was reprogrammed to unipolar pacing but still had the same issue as bipolar pacing. The implantable pulse generator (ipg) on the right side was removed and replaced with an ipg on the left side. The rv lead was capped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.